Manufacturer narrative:
Method code: the stent will not return for analysis. Attempts were made to obtain the lot number of the stent system, however, the lot number was not documented on the patient's medical records. X-ray copies were sent to the manufacturer for evaluation. Analysis of the x-rays did not confirm that the stent(s) were shortened. The actual length of the stent could not be determined. Physician decided to intervene by using an additional system.

Event description:
The stent shortened. The physician used a second 9x40 protege and was successful by overlapping the first stent.